Manufacturer narrative:
Initial reporter phone #: (B)(6). A sample is not available for evaluation. However, a no sample investigation will be conducted and upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter was used in a newborn patient. The IV catheter broke in the patient's vein of the upper right limb. The broken catheter was removed by a pediatric surgeon. No additional information is possible as this incident was reported by the (B)(6).

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5026240. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.